Event description:
It was reported that the ilet signaled an insulin occlusion and delivery could not proceed; the user had attached the connector piece to the cartridge outside of the ilet, and after guidance to perform a full supply change in the correct order (cartridge installed first in the ilet, then connector piece), insulin delivery was resumed without further alerts. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care provided troubleshooting and education regarding correct assembly and a successful supply change. Investigation of this case revealed that the occlusion alert resolved after the supply change and that misassembly of the cartridge-to-connector outside the ilet likely precipitated the occlusion. It was concluded, based on established findings from similar reports, that user handling and assembly sequence were the cause.

Manufacturer narrative:
Initial.